Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a patient death occurred. The target lesion was located in the left anterior descending (lad) artery. An unspecified taxus express2 stent and an unspecified promus stent were successfully implanted over the wire in the lad. A non-bsc extra floppy tip guide wire was used. Intravascular ultrasound (ivus) was used and determined the stents were well positioned and apposed. After removing the non-bsc ivus catheter, the physician noticed angiographically a clot had formed in the lad. The patient ultimately coded and passed away in the room. The physician reported that it is believed some plaque proximal may have dislodged during the procedure but is not sure what caused the event. The physician does not believe the ivus or stent placement is related to the event. It is noted the patient's condition prior to the procedure was "pretty bad off". No further information is available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.(B) (4)